Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was high. Sometimes her blood glucose level went up to 400 mg/dl. The insulin pump alarmed no delivery. Customer's blood glucose level was treated with manual injections. Three nights prior the customer was vomiting. The device was not returned.